Event description:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2003 and mesh was implanted. It was reported that following insertion the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent hymenotomy, cystourethroscopy and placement of open suprapubic catheter (2004) due to sui and equivocal bladder contraction. It was reported that following insertion the patient experienced infection, urinary problems, recurrence and bladder removal. It was reported that patient underwent mesh removal due to sui and failure of first mesh on (B)(6) 2004. No additional information was provided. (B)(4).